Event description:
It was reported that, "failed right knee replacement. During revision surgery noted instability in flexion and extension. The 11 mm insert was exchanged for a 13 mm insert during surgery."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report.